Event description:
Additional information received reported that the operating room was scheduled for (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID wr9220 lot# serial# (B)(6), implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID wr9220 lot# serial# (B)(6). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu unknown lead, serial# unknown, product type: lead, product ID: wr9220, serial# (B)(4). Product type: recharger. Other relevant device(s) are: product ID: neu unknown lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was in a clinical study implanted with an implantable neurostimulator (ins) for non obstructive urinary retention. It was reported that there was a recharger deficiency. It is very difficult to connect the recharger to the ins and when it works it disconnects very quickly. As a consequence the ins can no longer be charged. No symptoms were reported from sr-(B)(4), (B)(6) 2021 interface update (for, rep, hcp, sdy): it was reported that the patient had a return of urinary leakage between self-catheterizations. It was noted that the patient was reprogrammed. The patient also experienced a recharger deficiency and the ins was no longer charged. Additional information received reported that it was very difficult to connect the recharger to the internal neurostimulator (ins) and when it works it disconnects very quickly. As a consequence the ins can no longer be recharged. Additional information received reported that an xray was performed on (B)(6) 2021 to verify the positioning of the implanted symptoms. A migration was identified. It was noted that a repositioning in the operating room was necessary.